Event description:
It was reported that during a percutaneous transluminal angioplasty (tpa) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in a non-calcified and mildly tortuous intravenous shunt; the anatomy location of the shunt is unk. The 6.0 x 40mm sterling balloon ruptured upon the first inflation at 14 atm's. The procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "good".